Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the infection and hematoma occurred with the right-side ins system lead (this ins - see manufacturer¿s report # 3004209178-2017-23324 for concomitant left ins device information). There was no device or issue with the procedure related to the sudden change in therapy issue. An incision and drainage (I<(>&<)>d) was performed of the hematoma at the right-side lead site on (B)(6) 2017. The right lead was reconnected. It was noted that the extension was replaced on (B)(6) 2017. The patient was discharged from the nursing home on (B)(6) 2017.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va1fy53 implanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's lead wire was infected shortly after implant of the ins. There was a sudden change in therapy. No patient symptoms or further complications were reported as a result of this event.